Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report. A follow-up report will be sent when completion of investigation.

Event description:
The event is reported as: complaint alleged: the balloon was leaking and failed to keep inflated when using a catheter, during a urinary drainage procedure after some time in use. No injury or medical intervention reported. Patient current condition is unknown.